Manufacturer narrative:
No product was returned. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy and calcification along with resistance at aorta preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. It was reported that the impella insertion was aborted due to the patient¿s vasculature. No patient harm was reported.

Manufacturer narrative:
A2, a4 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.